Event description:
Had bilateral inguinal hernia repair surgery on (B)(6) 2018 bard mesh per fix plug and polypropylene mesh in stalled. Two months after surgery, I told doctor hurts bad, and something wrong. No help; finally had revision surgery (B)(6) 2020 removed mesh, repaired recurring hernia, removed 2 damaged nerves, and removed adhesions on right testicle chord to free up testicle. Dr said it is a mess inside me, he had to put in another mesh. It's over a month since revision surgery and pain again stabbing, he told me he put ethicon prolene mesh in which is also a polypropylene mesh. These polypropylene mesh products have to be taken off the market. And you the FDA need to make the MFR to test before putting in humans. FDA safety report ID# (B)(4).